Event description:
Closure device failed during deployment and a hematoma formed. The patient was taken back to or for repair of femoral artery and removal of foot piece on perclose.device #1is this a laboratory device or laboratory test?no.